Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet system, with persistent elevated glucose and small ketones that were addressed with a manual correction, infusion set change guidance, fluids, and temporary pump disconnection as per clinic ketone action plan; review suggested a probable infusion set or site issue with elevated readings over approximately two days, and subsequent loss of ilet data occurred later. Symptoms included elevated blood glucose and ketones consistent with hyperglycemia. Outcomes included the need for troubleshooting and education provided by support and the clinic. Investigation included customer interview attempts, device data review, and clinical follow-up coordination. Investigation of this case revealed an inability to confirm a definitive device malfunction, with a suspected infusion site issue and no further contact to verify resolution. It was concluded that the event was hyperglycemia with an unclear cause, with no evidence of serious injury. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.